Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors were received during the load sequence. Customer inadvertently dropped the pump causing the touchscreen to crack. Pump was not functional. Customer reported blood glucose (bg) was slowly rising; however, did not disclose bg level. Upon follow up, customer reported to be "fine" and reverted to using another pump for insulin therapy.

Manufacturer narrative:
The device investigation has been completed and the alleged touchscreen issues were verified; however, the alleged cartridge issue could not be confirmed due to the touchscreen issue.